Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. The reporter stated that the pump lost power. When the reporter attempted to power on the pump, the display screen allegedly remained blank and no audible tones or vibration were emitted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 05/15/2014-device evaluation:the pump has been returned and evaluated by product analysis on 05/08/2014 with the following findings:during testing, the pump did not power on with the use of the returned battery cap; the battery cap spring was missing. A test battery cap was used for further investigation. The test cap secured properly to the pump, and a power loss was not duplicated. No damage was observed to the pump battery compartment. The pump was exercised for 24 hours with no power interruptions or call service alarms. The pump case was removed and no evidence of moisture ingress or loose components was found.